Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were sticky. Customers blood glucose value was unknown. Customer also stated that the casing on battery cap was broken off near battery cap, cap was loose and scratches on screen customer declined troubleshooting. The device will not be returned for analysis.